Event description:
On (B)(6) 2012 the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at about 7:00am. The reporter reported blood glucose readings of "127 mg/dl" with the subject meter and "27 mg/dl" on another meter, performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the reporter claimed the patient is on 70/30 insulin (dose not specified) and oral medications of metformin pills (dose not specified). At the time the alleged issue began, the reporter indicated that the patient did not take any action regarding her diabetes regimen. The reporter claimed the patient was not experiencing diabetic symptoms. By 5:00pm that evening, the reporter claimed emergency medical services (ems) was notified for assistance. When the ems arrived, the reporter indicated the patient was administered intravenous (IV) glucose; however does not recall whether the patient was tested on any other blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, an approved sample site was used, and the test strips were in good condition; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter; which was not consistent with the alleged low result on the other device and reportedly received hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.